Manufacturer narrative:
Testing and investigation found the device door roller pin was broken and the door roller was missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device had a broken door. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken and the door roller was missing.